Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h10: narukawa, t., aibe, n., tsujimoto, m., shiraishi, t., kimoto, t., suzuki, g., ueda, t., fujihara, a., yamazaki, h., & ukimura, o. (2023). Increasing rectum-prostate distance using a hydrogel spacer to reduce radiation exposure during proton beam therapy for prostate cancer. Scientific reports, 13(1), 18319. Https://doi.org/10.1038/s41598-023-45557-7.

Event description:
Boston scientific became aware of an event involving a spaceoar through the article: increasing rectum-prostate distance using a hydrogel spacer to reduce radiation exposure during proton beam therapy for prostate cancer, by narukawa et al., 2023. It was reported that multiple patients who underwent a spaceoar placement procedure were analyzed. The patients were divided into 3 groups as follows: group 0, a total of 114 patients were studied and no spacer was applied. Group 1, a total of 81 patient received the spacer and the rectum prostate distance at the prostate-apex level was lower than 7.5 mm. Finally, the group 2, with a total of 108 patient received the spacer and the distance was greater than or equal to 7.5 mm. It was reported that the rate of rectal wall infiltration (rwi) within the groups was analyzed, and it was found that the rate was higher in group 2, than group 1. No additional details or specific patients involved were provided.